Event description:
In 2009, pt reported her blood glucose level was over 600 mg/dl and infusion device was not dispensing insulin properly. Pt stated she received an e4 (occlusion) error when attempting to bolus; due to large air bubble visible near the top of the insulin cartridge. Pt stated insulin was cold at the time of install. Advised pt to always allow insulin to warm to room temperature prior to install. Pt reported she had already removed the infusion set and insulin cartridge. Advised pt to attempt to change the cartridge function; infusion device displays e2 (battery depleted) error. Advised locate/install new battery; new battery was successfully installed. Advised pt to complete the change of cartridge function. Assisted pt with preparing new insulin cartridge for use and installation of the new insulin cartridge. Assisted pt with priming the infusion set, and returning infusion device to run mode. Pt stated she successfully performed bolus of 10 units of insulin as intended. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.